Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, calcified and 90% stenotic mid right coronary artery. The physician advanced the 3.0x12mm maverick2 balloon to the lesion and inflated it to 6atms. Then the physician inflated the balloon a second time to 8atms and it ruptured. The procedure was successfully completed with a different balloon. Patient status is listed as "fine".